Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) of the second mitraclip. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip was successfully implanted. There was no contact between the first implanted clip and the second clip that was to be implanted. After the second mitraclip was successfully implanted, it was noted to have a single leaflet device attachment (slda) to the anterior leaflet. A third mitraclip was implanted to stabilize the slda clip. Mr was reduced to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. A definitive cause for the reported single leaflet device attachment (slda) cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.